Event description:
It is reported that pt had to undergo a revision surgery due to breakage to the ncb femur plate.

Manufacturer narrative:
Information was forwarded by zimmer (B) (4), which markets the devices in (B) (4). The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should add'l info become available that changes this assessment, and/or the products be returned for eval and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B) (4) considers this case closed. (B) (4).